Event description:
Revision surgery - irrigated and drainage performed on (B)(6) 2010. The doctor explanted the original +4 socket shell, neutral 36 glenoid head, thee bone screws and replaced them with new components on (B)(6) 2011. She had no subscap, no socket shell so they went in to replace the socket shell that was removed in a previous surgery.